Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) found the pebax of the device was damaged and squashed. Additionally, one of the electrodes of the device was lifted. It was initially reported by the customer that during the operation, error 106 was displayed on the carto system after the first ablation. A second device was used to complete the operation. There was no adverse event reported. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 13-jan-2025, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, and force sensor functionality test of the returned device was performed following j&j medtech procedures. Visual analysis revealed reddish material in the tip of the device. Further analysis under magnification revealed that the pebax of the device was damaged and squashed. Additionally, one of the electrodes of the device was lifted. The device was connected to the carto 3 system, and it was recognized and visualized correctly; however, error 106 was displayed on the screen. Due to this condition, the handle of the device was dissected, and resistance of the sensor pads on the printed circuit board (pcb) was measured and an open circuit on the tip was identified. In addition, evaluation of the peek housing section reveled that there was insufficient adhesive on the wires, which could be related to the open circuit observed; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The force sensor error reported by the customer was confirmed. The root cause of the open circuit and insufficient adhesive issues was traced to the manufacturing process. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The potential cause of the lifted electrode could be related to the manipulation of the device; however, this cannot be conclusively determined. The instructions for use (IFU) states: do not scrub or twist the distal tip electrode during cleaning. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. Internal actions are being implemented to address the force issue. Explanation of codes: investigation findings: manufacturing process problem identified (c16) and open circuit (c0205) / investigation conclusions: cause traced to manufacturing (d03) / component code: sensor (g03012) and adhesive (g0405201) were selected as related to the open circuit, insufficient adhesive issues and force sensor damage which was identified by bwi pal. Investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the reddish material in the tip of the device. Investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: electrode (g0201501) were selected as related to the lifted electrode. E1: initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.#: (B)(4).